Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hypoglycemia with blood glucose of 40 mg/dl. Current blood glucose was 73 mg/dl. The customer was treated with food. The customer did not experience any symptoms such as a result of low blood glucose. Customer was using insulin pump within 48 hours at the time of event. It was unknown whether the auto mode feature was active or not. The insulin pump will not be returned for analysis.